Manufacturer narrative:
Event occurred in germany. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown iindications for use. It was reported that the patient's healthcare provider (hcp) decided to explant the patient's ins due to their inability to charge the device. There were no symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that the patient was unable to charge the device due to missing compliance and missing cognitive skills. There was no technical problems with the recharger or the ins. Together the patient and their hcp decided to explant the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that the patient cognitively started having troubles recharging the implant by themselves in 2015. In follow ups the rechargeable device was recharged without any issues. The patient's family was trained on how to recharge the implant, however they were long distance from the patient so the physician and patient decided to replace the rechargeable ins with a primary cell device. The patient has received good therapeutic benefit.